Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found no damage on the device. A review of the event history log found that the pump settings and remaining volume indication at the time of the event were correct. During the functional testing, the pump accuracy was found to be within manufacturing specifications. The customer reported issue could not be confirmed. A root cause was not able to be confirmed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an under delivery, actual residual liquid volume is 27.1 ml compared to the pump residual liquid volume of 12 ml.. No adverse patient effects were reported by the customer.